Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient and healthcare professional reported left side deflation. No mention of treatment. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, a linear opening, and yellow particles. A leak test was performed and one opening was found. A microscopic analysis identified a linear smooth opening on the radius side in the same location of crease assessed as fold flaw opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a crease smooth opening assessed as a fold flaw opening.

Event description:
Patient and healthcare professional reported left side deflation. No mention of treatment. Device has been explanted.